Manufacturer narrative:
This is a definitive report. Seikagaku corporation is also submitting this report on behalf of bioventus llc as the importer with authorization by the exemption number e2016008. According to the result of investigation, there were no deviations or out-of-specifications found in the manufacturing process, the in-process testing, the release testing, and the environmental monitoring for the lot #4x6j08. Furthermore, no adverse event has been reported in the same lot from other facilities except for this case.

Event description:
(B)(6) 2017 - a (B)(6) year-old male patient received 1st injection of supartz fx to the knee for severe osteoarthritis. (B)(6) 2017 - he received 2nd injection of supartz fx;. (B)(6) 2017 - he received 3rd injection of supartz fx.; (B)(6) 2017 - he received 4th injection of supartz fx.; (B)(6) 2017 - he had acute embolism and deep vein thrombosis of the lower extremity. He was admitted.